Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-oct-2010, UDI#: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 06-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-jan-10 regarding a patient receiving compounded bupivacaine (40mg at 5.00462mg/day) and fentanyl (600mcg at 75.06924mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2018 the patient reported experiencing severe lower extremity pain after leaving the clinic the day prior. The patient presented to the emergency department (ed) and was admitted to the hospital. The hcp ordered one dose of intravenous (IV) dexmethasone and then oral dexmethasone for potential nerve root irritation caused during the catheter access port dye study performed on (B)(6) 2018. The event required in-patient or prolonged hospitalization and resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was related to the implant procedure. No further complications were reported or anticipated.